Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit shut down. There was no patient involvement.

Manufacturer narrative:
G4: 09apr2020. B4: 22apr2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management (pm) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.